Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was fluid in the boot. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 79 seconds in thrombectomy mode at which time the ¿check catheter for kinks¿ error was displayed on the screen at 11.96 kpsi. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the ¿check catheter for kinks¿ error displayed on the console again. The shaft was reviewed again no damage or irregularities were identified. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that there was a jet hole that was plugged. Materials testing found that the material in the jet hole was determined to be stainless steel, which is the same material as the jetbody. The clogged the jetbody holes with resulted in the overpressure alarms. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported the device failed to prep. An angiojet® solent¿ omni catheter was selected thrombectomy procedure. During priming of the catheter outside the patient, an error alarmed and the device failed to prep. The procedure was completed with another of the same device which worked fine. There were no patient complications. However, device analysis found a plugged jet hole.